Event description:
The following is a report of an adverse event received from (B)(6) on (B)(6) 2013. (B)(4), (B)(6); gender: male. Admission date: (B)(6) 2013. Date of operation: (B)(6)2013. Site reported adverse event: pedicle screw loosening. Onset of first signs/symptoms of ae: (B)(6) 2013 at 0930. Site reported seriousness criteria: involved or prolonged hospitalization. Site reported severity: severe. Site reported outcome: unresolved/ongoing. Diagnosed pedicle screw loosening in 12 month's CT - lws. Persisting pain after spondylodesis in the lower back. Revision surgery planned for (B)(6) 2013. L4 revision spondylodesis. The facility deemed this case likely related to the device and definitely related to the procedure.

Manufacturer narrative:
(B)(4). Baxter medical assessment: patient underwent spinal lumbar fusion using inductigraft as a bone graft substitute, for treatment of degenerative spine disease (spondylodesis). Twelve months postoperative, the pedicle screw inserted during this procedure were found loose and spinal instability has been diagnosed, leading to a persisting postoperative pain. The patient is scheduled for revision surgery on (B)(6) 2013. Although inductigraft is not weight bearing, and new bone formation needs at least 12 months, after this period there should be a good amount of new bone formation and fusion of the site. A contribution of inductigraft to the mechanical complication of pedicle screw loosening 12 months post insertion cannot be ruled out. Please know that inductigraft is not registered in the us. It has similar composition to actifuse bone graft substitute (k081979). A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received 22-sep-2014: action taken: revision spondylodesis. Outcome: resolved (B)(6) 2013.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and indicated that all release/testing specifications were met for this lot and no deviations were identified that could of affected or resulted in the event reported. The manufacturing facility determined that no further investigation is possible as no sample was provided and the batch review was satisfactory for this lot. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). This complaint was re-opened as additional information was received. It was reported from a clinical study that the patients' symptoms resolved on (B)(6) 2013 after a revision spondylodesis in which inductigraft was used. The additional information has not changed the medical assessment. This case remains related to the product. As this is a clinical trial, the cstl will be notified of the closure. This case will be kept on file for trending purposes.